Event description:
The reporter stated that she obtained the blood glucose result of 39 mg/dl on accu-chek aviva system 1 (lot #300792) in comparison to the blood glucose result of 86 mg/dl on accu-chek aviva system 2 (lot#300830). The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspected device accu-chek aviva system 2. Reference medwatch with patient is for suspect device accu-chek aviva system 1.